Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. : the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three events reported from the same physician regarding patients that encountered hemorrhage and arterial erosion with axios electrocautery-enhanced stent and delivery systems. The event with the first patient is captured in manufacturer report # 3005099803-2016-01268, the event with the second patient is captured by manufacturer report # 3005099803-2016-01269, and the event with the third patient is captured by manufacturer report # 3005099803-2016-01270. It was reported to boston scientific corporation that an axios electrocautery-enhanced stent and delivery system was implanted during a pancreatic pseudocyst gastrostomy procedure performed on an unknown date. According to the complainant, during the procedure, the stent was successfully placed. Necrotomy of the pancreas was performed via the stent post placement. More than four (4) weeks after stent placement (exact date unknown), the patient presented to the hospital with hematemesis. The patient underwent endoscopy and it was noted that the patient was bleeding around the stent and the pseudocyst had resolved. Reportedly, there was erosion of the splenic artery near the stent. The patient underwent a blood transfusion and was sent to interventional radiology, where the axios stent was removed and the bleeding was resolved using embolization. According to the physician, the axios stent did not fail but resulted in faster resolution of the pseudocyst than expected. There were no further patient complications reported as a result of this event. The patient's condition was reported to be stable and okay.